Event description:
Customer reported to the reporter that the pump was running through the night in the morning the bag was still full. Reporter got the pump back and ran it three times with different bags. Rate and dose provided by reporter were 200 ml/hr and 65 ml. The first twice times ran fine. On the third time, the pump would not pump. Reporter does not have the information regarding the feeding when pump was connected to the patient. Information given was from when the reporter tested it.

Manufacturer narrative:
Investigation found that all alarms have been checked and work properly (no flow in, no flow out, load set, no food and shut door alarm). Alarm dose done works correctly. Pump was tested for accuracy several times, using water. Pump delivered amount within specification (specification is +/- 5%). Pump has been set up with 5 different settings and each time pump finish delivery within specification. Complaint could not be confirmed.